Event description:
A 3.5mm locking reconstruction plate, implanted on an unk date for a mid-shaft clavicle fracture with some communication at the fracture site, was noted as bent four or five months post-implant. Plate currently remains in the pt.